Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter advised animas that the patient's pump malfunctioned and they wound up in the hospital, about 2 months ago. Patient was progamming 2 units and the pump was only giving dispensing 1.5 units. This complaint is being reported as the inaccurate delivery resulted in hospitalization of the patient.